Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdys0042 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6) .

Event description:
It was reported that during maintenance of the catheter, the nurse found that the connection between the catheter terminal and the extension tubing was ruptured. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20ga x 0.75" powerloc safety infusion set. The investigation findings were consistent with an adhesive occlusion, which occurred during device manufacture. The sample was functionally tested using water and a 12ml syringe, and a full occlusion was confirmed. Further examination of the sample revealed the following observations consistent with an adhesive occlusion: a clear substance was found at the luer/tubing joint, the occluding material fluoresced under ultraviolet light, lack of usage residue suggested the occluding material did not originate at the customer facility. From this, it was determined that the material was consistent with the adhesive used to assemble the device and appeared to have been deposited during device manufacture. The device is a supplied component.

Event description:
It was reported that during maintenance of the catheter, the nurse found that the connection between the catheter terminal and the extension tubing was ruptured. No other information was provided. It was reported this occurred with three devices. This report addresses the first device.